Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that u by kotex click tampons fell apart into multiple pieces upon removal. She also reported experiencing a urinary tract infection and yeast infection. She received medical attention for the infections.